Manufacturer narrative:
Correction: b5,h6 - previously reported allegation of low sensing was retracted by the field. There were no issues with sensing by the patient's right ventricular lead.

Event description:
New information received indicated that the patient's right ventricular (rv) lead dislodged. The rv lead was successfully repositioned on (B)(6) 2025. The patient remained stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a loss of capture and low sensing. Programming changes were made to resolve the issue. The patient was stable.